Event description:
Customer called customer service to request training in how to calibrate his freestyle flash blood glucose meter. While on the phone customer stated that because the code was not corrected in the meter he received incorrect readings and took too much insulin resulting in a loss of consciousness. Customer refused to provide any additional info and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
It should be noted: customer called customer service to receive training on how to use his meter, not to report a problem with the meter. User error contributed to this event. Therefore, this report is being sent as a final report. No investigation will be conducted.